Manufacturer narrative:
It was claimed that there was a problem with the anesthesia workstation. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been identified as safety valve test failure during system checkout (sco) and resolved by expiratory channel board. The device passed all performance tests and could be returned to clinical use. The decision about reportability in this complaint had been made based on available information (no logs or no information about faulty part), as the initial description - problem with the anesthesia workstation - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to safety valve test failure during system checkout and expiratory channel board, which malfunction will not affect ventilation or agent delivery. The built-in emergency ventilation is possible to use. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that there was a problem with the anesthesia workstation. There was no patient harm. Manufacturer's reference #: (B)(4).